Manufacturer narrative:
(B)(4). One 7f 4mm large curl safire blu duo ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, and ablation simulation testing which all met sjm specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
During an atrial flutter ablation procedure using a safire blu duo ablation catheter, a pericardial effusion occurred. While ablating the right atrial isthmus with the safire blu duo ablation catheter, cardioversion was performed and the patient became hypotensive with an increased heart rate. An echocardiogram revealed a pericardial effusion requiring a pericardiocentesis which stabilized the patient. There were no performance issues with any sjm device used.